Manufacturer narrative:
(B)(4). Investigation summary: one opened box with thirty-one packets of product code 8730 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to fraying, damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: no change in post-op care. Unknown- no issues according to the cv coordinator approximately 1-2 weeks post-op.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, the surgeon experienced one needle break off of the double arm suture. On the other end of the suture, it broke twice after sewing the anastomosis. Two broken spots and unraveled suture was discovered once patient was taken off cardiac bypass and anastomosis presented with profuse bleeding. Patient was immediately put back on cardiac bypass, and anastomosis was redone using suture from a different lot. It was noted that no undone tension or force was placed on the suture or needles. The case was delayed by forty minutes but completed. There were no patient consequences reported.